Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant, the initial connection of the left ventricular (lv) lead to lv port of the device, the physician noticed it was difficult. The physician attempted to connect and remove the lead several times and never did feel as if the set screw on the device header was working correctly. He could not get the lead pushed far enough in to gather impedance values on the lead. The physician did not want to compromise the lv lead placement and removed the device and implanted a new device which worked appropriately. The lv lead remains in use. No patient complications have been reported as a result of this event.